Event description:
The customer reported to olympus, a b30(scope communication error) occurred on all the evis exera iii video system center in all the rooms. There were no reports of patient harm associated with this event.

Manufacturer narrative:
Customer called the olympus technical assistance center (tac) support to troubleshoot the device. Customer reported checked the cv-190 and cleaned clv-190 socket and no issues found. Tac instructed the customer to check for fluid invasion in the scopes and found the scope had fluid in the venting connector. Tac instructed the customer to check the leak tester and found fluid in the tubing of the leak tester. Customer was instructed to send the unit in for repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the fluid invasion in the scope venting connector could not be identified. Olympus will continue to monitor field performance for this device.